Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their physical therapist wanted them to reactivate their implants. Pt stated they had not charged their implants in years because they just weren't working for them (asked, specific date/year unknown), and pt wanted assistance with figuring out how to get implants running again. The caller was redirected to charge up their controller to begin the process of recharging this implant. Agent explained passive recharge mode to pt. Pt mentioned this implant was for their lower back. On april 7th 2025, additional information was received from a health care professional. Per the MRI technician the patient's ins was removed, but one lead or lead fragment was left behind from (B)(6) 2024 surgery.